Event description:
It was reported that during the patient's procedure, an instrument (arthroscopy forceps) broke inside the patient. The broken pieces were potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the patient's procedure, an instrument (arthroscopy forceps) broke inside the patient. The broken pieces were potentially unable to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: breaking during the procedure and pieces potentially being unable to be retrieved probable root cause: excessive force applied by user. Patient anatomy. Portal location. Incorrect instrument diameter/length. Manufacturing/ servicing error. Reprocessing/handling error. Improper instrument selected. Lack of maintenance. Use error - attempting to cut improper material.s the reported failure mode will be monitored for future reoccurrence manufacture date is not known.